Manufacturer narrative:
The reported sticking of the trigger was confirmed by a manufacturer repair technician through functional evaluation. During testing, it was confirmed that no run-on occurred, therefore there was no patient or user safety risk associated with this event. The device was serviced for preventive maintenance and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the trigger of a system 7 single trigger rotary was sticky. The trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. This event occurred during testing by a manufacturer service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Event description:
It was reported that the trigger of a system 7 single trigger rotary was sticky. The trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. This event occurred during testing by a manufacturer service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.